Event description:
It was reported that suspected pocket infection occurred. The patient's pocket was opened, cultures were taken. No visible signs of infection were present. The patient's right ventricular (rv) lead was assessed and mended for insulation degradation during pocket exploration. Healthcare staff left both the patient's implantable cardioverter defibrillator (ICD) and rv lead in place, and active. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419488 lead; implant date (B)(6) 2008; 5568-53 lead; (B)(6) 2007. (B)(4).